Event description:
The angioguard's delivery and stent placement were successful. Pre-dilatation (4 mm, 10 atm) was performed with balloon catheter (brand unk). Spasm occurred, due to the movement of the angioguard. It resolved by itself during the procedure without any treatment. After the stent placement, the pt's blood pressure dropped. Dopamine hydrochloride was administered and the blood pressure returned to normal on the day of the procedure. According to the physician, this hypotension occurred, due to the vasovagal reflex by stent placement. After the hypotension, the pt also developed tia during the procedure. However, no specific symptom was reported. The pt recovered from the tia 6 hours after the procedure without any treatment. The pt has fully recovered and is out of the hospital now. There was no neurological symptom on the pt. The target lesion was right internal to common carotid artery. The pt was a male. There was heavy calcification and no vessel tortuosity, the rate of stenosis was 75%.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report#: 1016427-2009-00083. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.